Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to failure to osseointegrate 2 monthas and 15 days after implantation. The patient had no significant medical history and has been recovered without complications.